Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for ride-through electrical reset. Rate histogram and percent pacing data was cleared, and the battery voltage and lead impedance data were also not available. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.